Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source; however the pump was unable to be turned on. Customer used a different usb cable and the pump reportedly began making a "ringing sound". Customer reported blood glucose level was 83 mg/dl. Reportedly, the customer will contact their healthcare provider to obtain alternate insulin therapy.